Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the mcs tip cover was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Additionally, the related mcs instrument was received by isi; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, inspection of the monopolar curved scissors instrument had insulation damage. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer reported complaint "damaged to the scissor insulation." Failure analysis found the primary failure of scratched main tube extension to be related to the customer reported complaint. The instrument exhibited scratch marks/abrasions on the orange plastic section, and scratch marks measured roughly 0.0670¿ x 0.0360¿. There were no signs of any material missing.